Event description:
Smoker, complication in site preparation (too narrow), no thread tap used, primary stability not achieved, implant didn't achieve osseointegration, implant wasn't completely covered by bone